Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for peritonitis. The patient was treated with intraperitoneal vancotech 2g stat dose and intraperitoneal gentamycin 20 mg once a day for seven days for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient remained on antibiotic therapy and the patient had recovered. No additional information is available.